Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. The customer reported an elevated blood glucose (bg) level of 280-300 (mg/dl) and numbness. During troubleshooting with tandem technical support, the alert was able to be cleared and customer administered a bolus to stabilize bg levels.